Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that unknown zimmer screw has loosened. No additional information was provided at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown zimmer screw was not returned for investigation. Therefore, visual evaluation could not be performed. Per complaint description, doctor reported a case with repeated loosening events. This investigation only addressed one event using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the device was unreturned. No pre-existing conditions were reported. The reported device had been placed on an unknown tooth location for an unknown period of time. X-ray / picture images were not provided. DHR and complaint history review could not be performed since the lot / item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event are nonverifiable and the product was not returned. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.